Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a balloon angioplasty procedure a balloon rupture occurred. The 3.5 x 8mm quantum maverick mr balloon catheter was inflated; 1st to 12atms, and 2nd to 16atms and ruptured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.